Event description:
It was reported that a user of the ilet with a steel contact detach infusion set experienced hyperglycemia after an infusion set change, with insulin delivery not occurring until the cannula fill and therapy resume steps were completed and with subsequent continued hyperglycemia prompting an additional site change. Symptoms included elevated blood glucose up to 350 mg/dl without ketone testing, without need for assistance, and without medical intervention. Outcomes included transient interruption of therapy and temporary limitation of daily activities while blood glucose returned to range. Investigation included technical support troubleshooting, review of device use, and user education on infusion set change, cannula fill, and therapy resumption. Investigation of this case revealed user setup/use issues related to infusion set change and therapy resume steps, with resolution after site change and time for insulin action. It was concluded that the device functioned as designed and that the event was attributable to use-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.